Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-dec-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 22-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they have had pain going on for 3.5 years and the pain gets worse and worse. Pt said they get numbing and burning in their whole lower half of their body and heart, chest and lungs. Pt also said they have electrical issues everywhere and this worsens while they are walking and in a straight up position. Pt said that they were out in public in august or september and they had severe pain and they went to the ER and they pushed, pushed, pushed for an x-ray and they found the lead had migrated into the thoracic. Pt said they have an upcoming MRI of this in two or three weeks. Pt said they are seeing a neurologist and they are helping them with a diagnosis for all of their health issues and the pt said that they are thinking ms right now. Pt also said that they do know that they are going to need the stimulator replaced or get the leads or wires fixed or something. Pt also said on the call that they need their stimulator to help with their pain so they are doing more research to figure out what to do.